Event description:
It was reported that a spectrum pump failed an upstream occlusion test. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the undetected upstream occlusions caused by a broken connection on the processor printed circuit board. The processor printed circuit board was replaced.